Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va171ru, implanted: (B)(6) 2016, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The hcp reported that the pocket got infected after the incision opened post implant. The hcp reported that the ins and lead were successfully removed intact.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.